Event description:
A complaint was received regarding a unspecified ICU medical - tubing that experienced leakage. The report states "leaking filter". There was unknown patient involvement.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The 510k and product code entered are logical placeholders. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number.